Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. Blood glucose level at the time of the incident was 471 mg/dl which was treated with insulin pump. Customer continued for troubleshooting for high blood glucose. Customer blood glucose was 414 mg/dl and 127 mg/dl. Automode feature used during the process and automatically adjusting insulin delivery at time of high blood glucose. The insulin pump will be replaced, and customer agreed to return the product for analysis.